Event description:
An 8mm diameter x 4.0 cm length bridge assurant biliary stent was implanted during a bilateral kissing stent procedure into a pt for the endovascular treatment of a 55% iliac artery stenosis in 2003. Vessel morphology is unknown. It was reported that the lesion site was not pre-dilated. A 6f cordis brite tip sheath was inserted and a .035" guidewire was used to advance the stent delivery system to the lesion site where the stent was deployed successfully. The balloon was deflated and the stent delivery system was removed from the pt. Angiography was performed and the physician elected to post-dilate the lesion site. The bridge assurant stent delivery system was reinserted into the pt to perform post-dilation. It was reported that after post-dilation the stent delivery system balloon failed to deflate. Negative presure was applied to the balloon using a 60 cc syringe, the balloon again failed to deflate. The balloon was advanced into the aorta where the physician unsucessfully attempted to puncture the balloon with a "j" wire. The physician cut one of the wires to make a sharp point and advanced it back into the sheath and punctured the balloon. The balloon was removed and the pt is reported to be doing well. Medtronic ave has received the device and its eval has been completed. The device was returned in two pieces. As received the device was severely damaged along the length of the catheter with areas of necking at various locations of the outer member. Damaged areas of the inner member include bunching and kinking. Based on the successful deployment of the stent and the successful inflation and deflation of the stent delivery system balloon during its initial use the device performed as intended. Reinsertion of the device through the sheath for post-dilatation may have caused damage due a change of the balloon profile.